Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - what is the current status of the patient? - could you kindly confirm the lot number involved: smmhtt or smmerl.? --received information as following from sales rep via phone today. Information requested is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the patient undergo laser surgery or a secondary surgery to remove the stained epidermis? If yes, please provide dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Specific lot number? Surgeon¿s name?

Event description:
It was reported that the patient underwent unilateral thyroidectomy under the clavicle on (B)(6) 2024 and suture was used to sew the muscles and subcutaneous tissue intermittently. The remaining part of the same suture was used for continuous intradermal sewing of the skin. The intraoperative operation was smooth, and no instrument malfunctions or patient injuries were reported. Three months after surgery (exact date unknown), a follow-up examination revealed skin pigmentation. In (B)(6) 2024 (exact date unknown), the patient returned to the hospital complaining that there were still blue purple residues on the neck skin incision, affecting aesthetics. In (B)(6) 2025, the patient once again complained that the blue purple residue had not disappeared. The doctor preliminarily determined that it was caused by the use of suture material pigment precipitation during surgery, and subsequently planned to perform laser or secondary surgery to remove the stained epidermis. No subsequent adverse event reports have been received. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Corrected information: h6 the following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the patient undergo laser surgery or a secondary surgery to remove the stained epidermis? If yes, please provide dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Specific lot number? Surgeon¿s name?